Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tha surgery, one (1) r3 20 deg xlpe acet lnr 32mm x 50mm could not be locked tightly. After three attempts, it was removed using pliers. The procedure resumed, after a significant delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed scratches and gouges in the surface of the device. The dimensional evaluation revealed that the complaint device is found to be within drawing print specifications. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. However, based on the information provided, the unsatisfactory experience could be confirmed. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.